Manufacturer narrative:
Complaint product was not available for return. Product lot info was provided from the lens box in their possession. An investigation is underway by mfg. If any abnormality is found, a f/u report will be provided. (B)(4).

Event description:
A pt's attorney reported that an unspecified incident occurred on (B)(6) 2010. F/u info was requested and received (B)(6) 2011. The ER report stated the pt presented on (B)(6) 2010 with bilateral eye irritation of 2 days duration, with symptoms of burning, pressure, light sensitivity and moderate pain. Diagnosis of left eye infectious conjunctivitis (pink eye) and corneal abrasion associated with contact lens wear. Advised to discontinue contact lens wear, prescribed erythromycin ointment every 4 hours into affected eye while awake x 5 days, f/u with eye care provider in 2 days. No medical records have been provided, only receipts and billing statements as follows: bacterial culture performed (B)(6) 2010; prescription receipts dated (B)(6) 2010 for vigamox and polymyxin drops, left eye, every 15 minutes; on (B)(6) 2010, illegible oral pain tablets, every 4-6 hours as needed; on (B)(6) 2010, hydrocodone oral pain tablets; on (B)(6) 2010, ciproflox and prednisolone drops.